Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during ablation, the patient¿s blood pressure dropped. It occurred about three hours since the procedure started, and two and a half hours after catheter use, when the superior vena cava (svc) was isolated. Although noradrenaline was administered and blood pressure was stabilized, pericardial fluid was found as the blood pressure decreased and they conducted echo again, and drainage was performed. After completion of the procedure, pericardial drainage (from arterial blood) was performed after pericardial water was confirmed by echocardiography. Blood pressure was stable, and the patient was returned to the ward to be monitored. The physician commented that "view that contact for ablation might have been strong and not related to product." Additional information was received on (B)(6) 2021. It was reported that adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event was reported as improved. Generator information provided was smartablate. The lot number for the soundstar eco sms 8f catheter is e8343017. Prior to noting the pericardial effusion or cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase. No error messages were observed on the biosense webster equipment during the procedure.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device 30629029l number, and no internal action related to the complaint was found during the review. Based on the mre, the d4. Expiration date and h4. Device manufacture date have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).